Manufacturer narrative:
Additional information from the facility has stated that the product was a compressor and not a ventilator as was stated in the facility medwatch. The information from the facility stated that the compressor was repaired by their biomedical department and returned to service. According to the facility they replaced the mains inlet module, the fuse and the fan. The parts were discarded. The mains inlet and fuses have not been investigated, but earlier investigations determined that the cause could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. The root cause of the damaged mains inlet with fuses in this case has not been conclusively determined. Discarded.

Event description:
A facility medwatch report- #.(B)(4) was received stating that "vent compressor of servo-air mechanical ventilator failed. Servo-air mechanical ventilator swapped with no harm to patient". Manufacturer's ref.#: (B)(4).